Manufacturer narrative:
The hospital biomed replaced the anesthesia control board.

Event description:
The hospital reported that, following the preoperative checkout, the unit displayed a system malfunction. There was no report of patient involvement.